Manufacturer narrative:
The ICD and rv lead were not explanted and have been buried with the patient; thus, no further information or physical analysis can be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Despite the physician stating that the patient's death was not caused by the error codes, we are conservatively reporting this issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited two error codes: one for a shock delivered into a shorted lead condition and one for a charge timeout (exceeded 45 seconds). After the codes were displayed, the ICD could not be interrogated. As a result, an emergency revision procedure was planned. When the field representative arrived at the hospital to collect the ICD, they were informed that due to the patient's poor medical condition, it was decided not to explant the ICD or right ventricular (rv) lead. The hospital also reported that the patient died the next day. The field representative was able to download some data from the ICD and submitted it for engineering review. It was confirmed that the ICD recorded two alerts indicating a shock was delivered into a shorted lead condition on (B)(6) 2017 and then over a minute later, the ICD recorded eight charge timeout alerts. It was discussed that when shocks were delivered into the shorted lead condition, it most likely activated the plasma fuse in the ICD. When this activation occurs, the ICD cannot complete charging to deliver any subsequent shocks and will time out after 45 seconds during the charge cycle. After two charge timeouts occurred, the ICD set the end of life (eol) battery status. No episode information is available for further review when the device reaches eol. This information was communicated to the field representative to provide to the physician. The physician reported to boston scientific that the cause of death was not related to the ICD malfunction but to the patient's terminal disease with recurrent refractory ventricular tachycardias and pneumogenic sepsis.